Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, all keypad buttons responded to user inputs during testing; however, there was evidence of adhesive/contamination found under all the key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The ok keypad button reportedly has to be pressed several times for a response. The pt also reported that the button intermittently sticks when pressed. There was no adverse event associated with this complaint.